Event description:
It was reported that the threads at the distal tip of the unit crumbled. It was further reported that the threads came apart and peeled off.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.